Event description:
During the procedure a piece of "material" was found in the rotating hemostatic valve (rhv). The physician seems to think that it was a piece of the distal end of the transend ex .014" wire. Unfortunately the piece of "material" was not saved. No patient injury and/or complications were reported. No surgical intervention was required. Good clinical outcome.